Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: at the surgery, two devices were used at the lung parenchym, but the clips were not closed completely. The tissue got torn at the clip seam. A third device was used at the bronchus - clips were fired but bronchus was not closed. Other devices from another lot were used to finish operation and functioned properly. The pt was not injured. Operative time was not extend. No blood loss, extension of incision, or tissue damage or loss occurred. No pt injury was reported.